Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. Upon investigation the battery pack was found to have water damage. The root cause of the water damage was due to the ingress of an unknown liquid. No adverse event resulted from the defective battery pack.

Event description:
A review of service data detected a reportable event. During servicing, battery pack sn (B)(4) was found to have water damage. The last patient to use this battery did not report any deficiencies.